Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported issue. Physio replaced the user interface to stack flex assembly cable. Thereafter, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Physio-control further evaluated the removed user interface to stack flex assembly cable and was unable to duplicate the reported issue.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. Upon evaluation of the customer¿s device, physio-control observed that the device intermittently was unable to power on and off with the on/off button. There was no patient use associated with the reported event.